Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber failed to properly function. The procedure was completed using a second surgical fiber. Outcome: "no damages to the patient". - there was no injury reported. Time expended: 8:13 minutes. Joules used: 54,823.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber exhibits severe detritus adhesion and devitrification. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.